Event description:
Information received from a patient reported that they have been charging too frequently. The patient stated that they were concerned that they have had to charge their implantable neurostimulator (ins) battery every day since getting therapy turned on. The patient reported that they were not aware that they would have to charge daily and that the battery seems to not be lasting. It was noted that the patient had not recently been reprogrammed, switched to a new group, or had the need to increase parameters. The patient reported that they have group a set up with the amplitude at 8.1 and group b set at 8.2. The patient also confirmed that they keep stimulation on all the time. It was noted that the patient has a post-op appointment scheduled and will follow up with their managing healthcare provider (hcp) to address their concerns. No patient symptoms were reported. Indications for use are spinal pain and multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.